Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -15.0 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault and the problem was resolved. Patient post-op best corrected visual acuity was 20/20 on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with moisture and clear surgical residue/debris on product. Visual inspection found no visible damage and clear residue on lens. (B)(4)